Event description:
The implant card was received by the manufacturer indicating that the patient had generator replacement surgery on (B)(6) 2012 due to battery depletion. However, attempts for product return have been unsuccessful to date.

Event description:
It was reported by the vns patient that her seizures had recently increased with more myoclonic episodes. The patient had previously been referred for a prophylactic vns battery replacement; however, insurance issues delayed this. The patient also indicated that "her meds were running low." Attempts were made for follow-up with the physician; however, he declined to provide any information. Additional information was later received from the patient indicating that she saw the physician on (B)(6) 2012 and prescribed her keppra for her myoclonic seizures. The patient and physician would like to have vns replacement, however, insurance issues are resulting in delays. Surgery to replace the patient's generator appears likely.

Manufacturer narrative:
Adverse event or product problem, corrected data: the initial emdr inadvertently reported this field incorrectly. Outcomes attributed to adverse event, corrected data: the initial emdr inadvertently excluded the checkbox indicating that intervention was required. Type of report, corrected data: the initial emdr inadvertently excluded the checkbox indicating that this is a "30-day" report.

Manufacturer narrative:
.